Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons required excessive force to obtain a response during testing. During investigation, the up arrow, down arrow, and ok button key contacts were observed to be misaligned. All keypad key contacts intermittently spring back when pressed. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the ok keypad button has been slow to respond over the last 3 weeks, and now requires excessive force and multiple button presses to obtain a response. She noted that all other buttons are responding as expected. The family member reported that the keypad buttons click and spring back as expected. She denied physical damage to the rubber keypad; denied that the pump has been exposed to water or cleaning products; and stated that the pt wears the pump in a pouch.